Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed reportedly since 2015 affected channels. The hearing performance with the device became worse. The user has been re-implanted.

Event description:
In situ testing showed reportedly since 2015 affected channels. The hearing performance with the device became worse with speech scores dropping from 90% to 70%. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.